Event description:
Caller reported an error with their continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved after technical support provided instructions for a pump reset, which was performed successfully, allowing the caller to start a new sensor session without further error reports.